Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) inquired about the programmed setting during a mode switch for this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and found that there was functional under-sensing of the right ventricular (rv) lead signal that was below the programmed sensitivity. The capture threshold was high was 1.7v along with possible loss of capture (loc). Patient was asymptomatic. An x-ray was suggested. This lead was explanted and replaced with a new rv lead placed in the left bundle branch (lbb). All lead measurements were normal after this replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) inquired about the programmed setting during a mode switch for this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and found that there was functional under-sensing of the right ventricular (rv) lead signal that was below the programmed sensitivity. The capture threshold was high was 1.7v along with possible loss of capture (loc). Patient was asymptomatic. An x-ray was suggested. This lead was explanted and replaced with a new rv lead placed in the left bundle branch (lbb). All lead measurements were normal after this replacement. No additional adverse patient effects were reported.